Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k103751, k110122. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion, with 80% stenosis, was located in a non-tortuous, non-calcified vessel in the forearm. The lesion was described as mildly challenging. The procedure involved dilation of an arteriovenous fistula following cephalic vein puncture. A4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the initial inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.